Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to be within specification in relation to the reported under infusion which was unable to be reproduced during flow testing. No component could be found for causality and no additional actions were required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. It delivered 17.1, 17.6 for the flow accuracy test with the volume to be infused of 20. There was no patient involvement associated with this event. No additional information is available.